Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer kept failing. A field service engineer (fse) discovered debris preventing contact with the row boards. The debris was cleared, and all row board connections were reseated. Testing was resumed with no further issues noted. All bus and cable connections were verified, along with drawer and pocket operation. The user verified proper operation through scan and load functions. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.2 was keeps failing due to some debris preventing contact with row boards. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.